Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/13/2017 with the following findings: during investigation, the battery cap was returned stuck to the pump, and had to be forcibly removed. The battery cap was unable to be fully tightened to the pump due to stripped threads. A test cap attached to the pump securely. One of the battery cap contact heights were out of specification. The battery cap top slot was damaged.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was alleged that the cap was unable to be removed from the pump. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.